Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final with no relevant reported discrepancies. There have been no other similar events for the reported lot. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left hip was revised due to dislocation of a 36 +0 lfit v40 head from a 36 e 0° x3 liner. Patient was revised to a 28 +8 lfit v40 head and an adm/mdm liner construct.